Event description:
Complainant alleged that while transporting a pt the device inappropriately shut down. The complainant indicated that the device was then re-powered and was used successfully. Complainant did not indicate that there was any adverse effect to the to due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.